Manufacturer narrative:
The insulin pump was unable to prime duirng the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 14 mmol/l. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they were giving themselves insulin and the device started spraying insulin everywhere. Customer advised the device alarmed motor error alarm and the infusion set exploded. Customer was able to pass the displacement test. Customer was able to manually prime and the motor error alarm did not recur. However, customer received a motor error alarm more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.